Event description:
The customer received negative results for two (chlamydia and gonorrhoeae) of the three (trichomonas was positive) indicators when running a positive control on a visby sti test.

Manufacturer narrative:
(B)(6)2023, (B)(6): the negative results were confirmed via the image of the test provided by the customer. The device was requested back for further evaluation however the customer advised the device was discarded. Since the device was not returned, the root cause of the reported failure could not be determined. Refer to page 8 and 9 of the instructions for use (IFU) for the list of limitation which contains information on erroneous results (limitations 4-6), interpreting the test results (limitation 13), and adverse socioeconomic impacts (limitation 14). There will be no corrective actions taken at this time as the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Visby will continue to monitor for trends. C4: treatment/ therapy start and stop dates (use block c4 to record the date that a diagnostic test was performed for reports that involve an in vitro diagnostic product.) Start date: 12 apr 2023 stop date: 12 apr 2023 h3 other text : not returned to manufacturer.